Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After analyzing the instrument data and details provided by the customer, the tsc determined that user error contributed to the event. The customer found dried reagent around the top of the port. Tsc instructed the customer to bleach the port and system and change the integrated multisensor technology probe. The tsc also noted that the customer is not following the tube manufacturers' recommendation for pre-analytical sample centrifugation. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant potassium result was generated by the dimension rxl max with hm system. The result was released from the laboratory and its validity questioned by the physician. The sample was retested two times and the results obtained were within expectations. A corrected report was issued to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant potassium result.